Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the main pump would not operate on the cooler heater unit. This is a training department unit. There was no pt involvement.